Event description:
The customer reported the following blood glucose, carbohydrate and insulin treatment history. Her bolus total for the day was 19.65 units, but she did not report times or dosages other than the two 1.5 unit boluses. She asked for treatment recommendations and was advised to call her healthcare practitioner for that. She called back after speaking with her doctor, who advised her to take 6 units of humalog. She removed the pod and noted that the cannula was "missing the plastic piece."

Manufacturer narrative:
The returned device was evaluated and the reported needle mechanism failure was confirmed and found to have root cause mfg error - release bar installed incorrectly. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)." It advises "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hours (a total of 4 hours). Replace the pod."